Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy, the device cut but did not seal. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information received from rep the generator's lowest power setting was not tried. Possible user error. Clips were used temporarily until 2nd device was opened.